Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline prosthesis. Post procedure a loss in left sided volume accompanied by lowering of that breast was noted, indicating deflation. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) for the lot number 6564184 was reviewed on 1/3/2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The mentor failure analysis lab has received the device for evaluation on 1/3/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 1/16/2019. The implant date has been updated to (B)(6) 2012. This implant which was originally reported as the left implant, was in fact the right implant. Additionally, bilateral deflation was suspected. When the devices were explanted bilateral prosthesis replacement with mentor smooth round moderate plus profile 275cc saline prostheses was performed. See 1645337-2019-08094 for contralateral prosthesis. Concomitant products: mentor smooth round moderate plus profile 200cc saline prosthesis, catalog #3502200, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).